Event description:
The customer reported that the images were not coming out well, the field engineer noted that fluoroscopy was not available. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and the foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.